Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during left side breast revision augmentation. Post implant on (B)(6) 2014, patient presented with drainage from the implant site. Seri and a concomitant silicone breast implant were fully explanted on (B)(6) 2014. Physician reported noting a lack of tissue integration of the seri during explant. The device is unavailable for return.

Manufacturer narrative:
Explanted device will not be returned. The events of drainage and inadequate tissue ingrowth are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR ID #3008374097-2014-00084 ((B)(4)).